Manufacturer narrative:
Evaluation of the returned pod packing coil (packing coil) confirmed that the embolization coil was detached from its pusher assembly. Evaluation revealed that pusher assembly pull tube and pull wire were stuck inside the returned handle. The embolization coil detachment was likely due to the separation of the pet lock and retraction of the pull wire out of the pusher assembly distal tip. The pusher assembly was not returned for evaluation; therefore, the root cause could not be determined. Further evaluation revealed that the pe fibers were fractured, and the coil winds were unraveled. This damage is likely incidental to the reported complaint and may have occurred during removal of the detached coil from the non-penumbra microcatheter during the procedure. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left tibial artery using a pod packing coil (packing coil), a ruby coil detachment handle (handle), a lantern delivery microcatheter (lantern), a non-penumbra catheter, and a non-penumbra sheath. During the procedure, the physician placed two embolization coils in the target location. A new packing coil was advanced to the target location, and the physician attempted to detach the packing coil using the handle, but the packing coil would not detach. It was reported that the packing coil pusher assembly was stuck within the handle. The physician then removed the packing coil pusher assembly and lantern from the patient. The packing coil had unknowingly detached within the non-penumbra catheter. While advancing a new lantern through the non-penumbra catheter, the physician met resistance at the distal end. Imaging revealed the detached coil had detached within the non-penumbra catheter. The catheter containing the detached embolization coil was removed. The procedure was considered completed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.